Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomaly. The returned device passed all functional testing in the laboratory. No anomalies were identified. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a faulty implantable neurostimulator (ins) that occurred during a procedure. The lead would not fully insert into the ins header block. When a new ins was opened, it was fine, suggesting no issue with the lead. No factors noted to have led to the event. Troubleshooting was noted as the hcp wanted to try and insert a thin needle into the head block and that did not work either suggesting a full blockage in the device. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.